Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed a gradual rv pacing impedance rise to the current high level. Also noted was a rising threshold, so the physician chose to cap and replace the lead. No patient complications have been reported as a result of this event.